Manufacturer narrative:
H.6. Investigation: two hundred (200) samples were provided by the customer for investigation in unopened blister packs. Twenty (20) samples were selected at random and visually examined for clogs. It was observed that the returned samples were not clogged as light was able to pass through the samples. Based on the investigation conclusion bd was not able to confirm the condition reported by the customer as returned sample was found to not be clogged as light was able to pass through the sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the bd precisionglide¿ needle has been found with clogged needles during use. The following has been provided by the initial reporter: clogged needle. Patient needs to undergo the procedure more than once. Since the customer started using this lot, it has started to have problems, the needles are coming clogged where it does not allow at the time of application that the medicine exits the needle, or even air before application. Therefore, the client and patients are having disorders. The patient for having to repeat the procedure and the client with the enhance of needles costs, because they do not know when the product will present the defect, only after opening.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ needle has been found with clogged needles during use. The following has been provided by the initial reporter: clogged needle. Patient needs to undergo the procedure more than once. Since the customer started using this lot, it has started to have problems, the needles are coming clogged where it does not allow at the time of application that the medicine exits the needle, or even air before application. Therefore, the client and patients are having disorders. The patient for having to repeat the procedure and the client with the enhance of needles costs, because they do not know when the product will present the defect, only after opening.